Event description:
It was reported that during the pushing process of the subject stent, the physician noticed significant resistance. When physician delivered the subject stent to a point approximately 20 cm from the hub within the microcatheter, there was substantial resistance, and the subject stent could not be advanced further. During retraction, the subject stent unexpectedly deployed and remained inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the pushing process of the subject stent, the physician noticed significant resistance. When physician delivered the subject stent to a point approximately 20 cm from the hub within the microcatheter, there was substantial resistance, and the subject stent could not be advanced further. During retraction, the subject stent unexpectedly deployed and remained inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Section b1: adverse event/product problem - corrected - no product problem. Section h1: type of reportable event - corrected - no malfunction. D9: product available to stryker: updated. D9: returned to manufacturer on: updated. H3: device evaluated by mfg: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received loaded on the subject stent delivery wire (sdw), completely encased within a section of an unknown material (possibly some sort of tubing like ptfe). The distal marker band was deformed. The introducer sheath was not returned. A microcatheter was returned. The sdw was kinked/bent. The functional inspection was unable to perform as the subject stent was encased in tubing. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event 'stent deployed prematurely during use' was not confirmed during device inspection. The remaining reported event ¿stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'during an aneurysm procedure, the physician pushed the subject stent into the microcatheter. During the pushing process, the physician noticed significant resistance. When delivering the subject stent to a point approximately 20 cm from the hub within the microcatheter, there was substantial resistance, and the subject stent could not be advanced further. The physician attempted to retract the subject stent, but it unexpectedly deployed and remained inside the microcatheter. Subsequently, the physician replaced both the microcatheter and the subject stent with identical ones to complete the procedure'. It was later clarified in the follow-up replies that 'when it (the stent) was about 20cm from hub resistance was encountered and the delivery wire could not be advanced inside the microcatheter'. Stryker microcatheter are the recommended microcatheters to use when delivering a subject stent, because the internal hub profile of both these microcatheters are an exact match for the external profile of the distal tip of the subject stent introducer sheath. This is not the case with microcatheter used in this case. Precise placement of the introducer sheath is critical when using this microcatheter (mc). The subject stent was returned for analysis still loaded on the stent delivery wire (sdw). However, the subject stent was fully encased within an unknown material (possibly some sort of a tubing like polytetrafluoroethylene (ptfe)). This tubing was preventing the stent from deploying/expanding. The sdw was kinked/bent along its length. The introducer sheath was not returned for analysis. Based on the event description and analysis results, one possibility is that the introducer sheath was initially correctly positioned as was noted in the follow-up replies, but subsequently (and inadvertently) moved either proximally or distally prior to subject stent advancement out of the sheath (it is not possible to decide which direction the movement was in as the sheath was not returned for inspection). If this were to occur, it is likely that, during advancement of the subject stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the subject stent would partially deploy into the gap (proximal sheath movement) or the subject stent would become damaged as it passes through the deformed distal tip opening of the sheath (distal movement). This distal sheath movement is the more likely of the 2 options as the stent does not appear to have deployed/opened at the distal end of the device. The use of a microcatheter (mc) can lead to the introducer sheath being inadvertently advanced too far inside the mc hub as the external profile of the introducer sheath is not a match for the internal profile of the microcatheter hub. The user would, as a consequence, experience increased resistance during attempts to advance the subject stent into the microcatheter lumen. Upon realizing this (through increased resistance), the user normally attempts to withdraw the stent. This is one possible explanation for the damage/observations noted during analysis and the information provided in the event description. It is unknown why the stent ended up fully encased in the tubing-like material. An assignable cause of procedural factors has been assigned to the as reported event 'stent difficult/unable to advance or pullback through catheter' and as analysed event ¿stent deformed¿, ¿sdw kinked/bent¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The remaining as reported event 'stent deployed prematurely during use' will be assigned not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.